Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image loss was the scope connector, may have been corroded/malfunctioned or charge-coupled device cable may have been pressed and broken. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii bronchovideoscope exhibited temporary image loss, going in and out when plugged in. Additional details relating to the patient and the event have been requested. But no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was no image when angulation was performed due to a damaged charge-coupled device (ccd) element. In addition, the evaluation found the biopsy channel leaking; due to a tear inside. A dent at the insertion tube boot and adhesive on bending section cover (a-rubber) had a chip. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.